Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. However, it was reported that there was a loose connection, which is a known cause of the reported alarm. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a homechoice device experienced a system error 2240 (air in line/set) alarm. The patient was connected at the time of the alarm. This occurred during dwell four of four of peritoneal dialysis therapy. During trouble shooting, it was reported that the supply bag connections to the home choice cassette were loose. The technical service representative assisted the patient with cycling the power to clear the alarms, and reviewed proper procedures per user manual. The patient would then start therapy over with new supplies. There was no patient injury or medical intervention associated with this event. No additional information is available.